Event description:
Literature: quinn ss, krach le, wendorf hr. Intrathecal baclofen pumps: a review of adverse events at (B)(6) children's specialty healthcare, 1996-1997 and 2005-2006. Scientific poster 36. Summary: the purpose of this study is to compare the type and frequency of adverse events over a 2 year period for individuals with initial pump placement in 1996-1997 to those with initial placement in 2005-2006. Study included all patients who underwent initial baclofen pump and catheter placement for tone management at a specialty center for children and adults with disabilities from 1996-1997 (group I, n=49) and from 2005-2006 (group ii, n=45). Median age was 8 years. There was 54 males and 40 females. Event: there were a total of seven deep infections, 3 in group 1 (6%) and 4 in group ii (9%). All required pump explant. Six patients in group I (12%) and five in group ii (11%) required catheter revision or replacement. Only one patient had a pump complication.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. The patient information provided in section a is the average for all the patients. At this time no additional information was available; follow up has been requested.